Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log showed downstream occlusion messages. Visually inspected the pump and no problems were found. The customer's problem was not duplicated. No further action was taken.

Event description:
It was reported that the device has an error (lec adde). There was no patient involvement.